Event description:
It was reported via the maude datatbase report (B)(4), that during arthroscopic surgery of the knee, the tip of an arthroscopic guidewire broke off in the patient's tibia bone. It was a very miniscule size that broke off and was so small that the physician decided, it was safe to not retrieve. Physician plans to monitor for complications. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A lot number was not provided; therefore device history record review could not be performed. The most likely cause of this type of event is prying and/or leveraging on the guide pin. In addition, another potential cause of such an event is re-using a guide pin from the single-use disposables kit that had been bent from prior use. Part remains in patient.

Manufacturer narrative:
Reporting facility contact information received. Date of event provided/confirmed.follow-up information regarding event, patient condition, and return of device was requested from intial reporter. No further information received. Requested but not returned.